Manufacturer narrative:
A siemens healthcare diagnostics inc. Customer service engineer (cse) was dispatched to the customer site. The cse determined that the customer incurred a needle stick from the autosampler needle on the advia 2120i with dual aspirate autosampler instrument when performing the centering collar maintenance due to incorrect routing of the v45 tubing. The tubing was incorrectly routed on a previous service visit, making it difficult for the customer to perform the centering collar maintenance. The cse correctly rerouted the v45 tubing and checked the autosampler functionality, which was fine. During the cse's investigation, he determined that the customer did not follow operator guide instructions when performing maintenance on the centering collar. The operator guide states "to avoid personal injury and exposure to a potential biohazard, you must cover the needle with the red needle cover immediately after you remove the centering collar. Be careful not to bend the needle as you slip the cover over it." The cse advised the customer about proper use of the needle guard during centering collar maintenance activities. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer scratched herself with the autosampler needle when performing the centering collar maintenance on the advia 2120i with dual aspirate autosampler instrument. The customer had the scratch cleaned and was released from medical care on the day of the incident. She was not administered any prophylaxis. There are no known reports of adverse health consequences due to the injury.